Event description:
During follow-up, high thresholds, low sensing, and high impedance was observed. During the revision it was not possible to replace or explant the lead. A new pace/sense was added. The lead was partially capped. Defib portion of lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.